Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not deploy as intended during activation. Pod was worn for less than 1 hour on the hip/buttocks. Blood glucose levels reached 300 mg/dl. Patient delivered a manual injection and changed the pod.

Manufacturer narrative:
The received device had the needle mechanism not deployed. The download data reported that the device did not begin the priming sequence and was deactivated at zero pulses. The device was connected to a master pdm and a 5u test bolus was delivered without issue. No issues were found that would prevent successful deployment of the needle mechanism; a root cause for the reported event could not be determined. Fluid was able to pass through the fluid path without struggle. A leak test found no signs of leakage in the fluid path. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.